Event description:
It was reported that during implantation of a 3.5 mm headed full threaded cannulated screw into the navicular, the screw fractured intra-operatively. During insertion, the screw snapped just below the head. An appropriately sized reamer and pliers were used in an attempt to extract the screw; during this attempt, the screw fractured again approximately 20% down the shaft. Approximately 80% of the screw shaft retained in situ providing stability to the joint that the surgeon deemed as adequate intraoperatively. The portion of the screw removed from the patient was disposed of. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.